Event description:
It was reported that during implant procedure, the new right ventricular lead became bent and kinked and could not pass through the stylet. The lead was damaged in the process. The procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.